Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the safety intima winged insterter 20g experienced leakage. The following information was provided by the initial reporter: material no: 700002371. Batch no: unknown. These catheters were leaking upon flushing right before wings. I had to pull the entire lot and I need to have them picked up and returned for credit or exchange.